Event description:
It was reported that the ilet issued an alert 38 indicating a motor stall, after which the user¿s caregiver restarted the pump and attempted a dry supply change, and a replacement ilet was shipped with instructions on shutdown, data transfer, and return of the original device; during the episode the system also alerted for high glucose and the user planned to use insulin. Symptoms included none. Outcomes included no need for medical intervention and non-medical assistance from a caregiver. Investigation included customer support troubleshooting, education on shutdown and return processes, and logistical follow-up for return shipping. Investigation of this case revealed a reported motor stall with high glucose alerts consistent with a device operational malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.